Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that far field p-wave oversensing on the ventricular lead was observed. The ventricular lead was sensing the intrinsic -wave after the atrial event. Programming changes were recommended. The patient was asymptomatic.

Manufacturer narrative:
The event observed was on the implantable cardioverter defibrillator (ICD) - serial number , model number, lot number , UDI number, PMA number, date of implant corrected and updated to ICD.